Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock. A high out of range shock impedance measurement was also observed. An x-ray taken showed the electrode had fractured into two segments. Surgical intervention was performed and the electrode was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at out post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted the electrode was returned severed in 2 segments. A fracture of the insulation and conductors was noted at the notch area of one segment approximately 327 millimeters (mm) from the terminal pin. There was evidence of striations on the fracture surface of the polymer indicating a fatigue fracture, while a void/bubble was also noted in the polymer (at or near the surface) indicating a stress riser which could have been a possible fracture initiator. Analysis confirmed the allegations made against the electrode in the field were due to this fracture.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock. A high out of range shock impedance measurement was also observed. An x-ray taken showed the electrode had fractured into two segments. Surgical intervention was performed and the electrode was explanted. No additional adverse patient effects were reported.